Manufacturer narrative:
Corrections were made to the following sections: (date of report), (brand name), (changed article number, deleted the lot number and expiration date, changed UDI), (changed the date to 01/10/2020), (follow up report), (deleted information) and (changed date).

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted an infection, pain, and inflammation in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted an infection, pain, and inflammation in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.